Event description:
It was reported that device fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. An opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that device fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. An opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good. It was further reported that the sheath was just damaged and not fractured.